Event description:
Reportable based on device analysis completed on 27jun2023. It was reported that contrast leaking from the balloon occurred. The 70% stenosed target lesion was located in the calcified left anterior descending artery. During the procedure, it was noted that when manipulating per standard procedure, there was contrast leaking from the balloon when pressurized at 3 atmospheres. The balloon was removed directly after it was deflated, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a pinhole located approximately 3mm proximal from the distal markerband.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft, and no kinks or damages identified with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon and all blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft and tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage testing, using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed in the balloon material. The pinhole was located approximately 3mm proximal from the distal markerband. No other issues were identified during the product analysis.